Event description:
A male underwent initial aaa repair in 2004. One main body graft, two iliac leg grafts, and one leg extender graft were placed. Over time the iliac leg graft migrated backwards causing a type ib endoleak. The physician placed another iliac leg graft to extend the seal zone and this resolved the endoleak.

Manufacturer narrative:
Evaluation: cook's instructions for use does list the anatomical requirements, warnings and precautions, the correct deployment procedure. The instruction for use also indicates that inadequate fixation of the zenith graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. No device was returned to assist in this investigation. An internal clinical review indicated that the event was caused by anatomical changes over time.